Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On 9/22/2025 the patient's cgm readings were erratic. She reported that at one point, the receiver displayed a glucose value exceeding 400 mg/dl, followed shortly by a drop to 33 mg/dl. It is important to note that the receiver screen only displays numerical values between 40¿400 mg/dl; values outside this range are shown as ¿low¿ (lesser than 40 mg/dl) or ¿high¿ (greater than 400 mg/dl). Concerned by the fluctuations, the patient performed a fingerstick test, which showed a glucose level of 22 mg/dl, while the receiver simultaneously displayed ¿low.¿ she reported feeling drowsy and experiencing vomiting, prompting her to contact her endocrinologist. Her physician subsequently called for ambulance transport to the hospital. The patient stated that she did not consume any food or administer any medication while awaiting emergency services. Upon ambulance arrival, a blood glucose measurement (bgm) was performed, though the patient was unaware of the result. Similarly, upon hospital admission, both bgm and cgm readings were taken, but she was not informed of the specific values. During her hospital stay, the patient received a glucagon injection. She reported being hospitalized for exactly 24 hours. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.